Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the cannula was bent and another set of cannula got stuck on the needle and blood glucose level went up to 400 mg/dl. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.